Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset for the peritonitis. During the hospitalization the patient was treated with an unknown antibiotic (dose, frequency and route unknown) for peritonitis. Six days after being hospitalized, the patient was discharged. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number(s) gd896118 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.